Event description:
This medical device does not work as advertised and claimed to the FDA. We have made multiple complaints to the psoria-shield and wellness center USA, inc. (Holding company for psoria-shield) about the product failure for close to 2 years. They have ignored virtually all of our complaints and requests for repairs, replacements, and refund. They finally tried to repair the device earlier this year and were unable to. They replaced our new unit a used and defective unit. It seems their units are defective or they are specifically sending us defective units. We paid (B)(6) for this product and have faced nothing but false claims and promises. As a result of this companies dereliction of duty, our pt has now lost almost all of her hair due to alopecia. This is devastating to this young girl. FDA safety report ID# (B)(4).